Event description:
Allegedly, (B)(6), the husband of the pt, reports in emails sent directly to karl storz and in an article submitted to (B)(6), and other news agencies that his wife developed disseminated uterine sarcomatosis after undergoing a morcellation; we later learned that a karl storz device was in use. His belief is that any morcellating device poses a risk to pt safety because undetected cancer cells can be disseminated during the procedure. There was no malfunction reported; the doctor is stating that this effect can occur when any morcellating device is used.

Manufacturer narrative:
No product is being returned because there was no malfunction reported. It is not the functionality dr (B)(6) is focusing on, but rather the use of morcellators in general and possible outcomes.